Event description:
Patient was experiencing pain stimulation for 3 hours and was seen in the ER. The generator was reported to be randomly going off. Magnet was used to inhibit stimulation. It was later confirmed that high impedance was observed. The high impedance was noted to be causing discharge in the patient's neck causing pain. Patient was also experiencing coughing from stimulation that resolved with device disablement. No known surgery has occurred to date. No additional relevant information has been received.